Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported that the pacemaker is missing a mode switch episode as the patient was seen in clinic in atrial fibrillation and was in mode switch but no data had been stored. The caller wanted to be able to understand how much time the patient was in mode switch. The device is still in use. No patient complications have been reported as a result of this event.